Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge change error messages occurred when the customer attempted to load multiple new cartridges. The customer¿s blood glucose (bg) level was 343 mg/dl with trace ketones and the bg level was addressed with a manual injection. Reportedly, the customer contacted a healthcare provider to obtain a prescription for alternate insulin therapy.